Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high threshold. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.